Event description:
Reported per clinical trial (B)(4): (B)(6) 2016 - subject patient underwent first time recurrent robotic-assisted procedure for incarcerated, ventral, incisional hernia repair at the llq. The size of the hernia defect was 3cm x 3cm. A bard/davol ventralight st was placed using echo ps and was fixated with sutures. Fascia and full skin closure was achieved using sutures. The patient was discharged to home on (B)(6) 2016. (B)(6) 2016 - subject patient presented with a "large bulge" (seroma) during the 1st post-op visit. Per the study clinician, the reported adverse event has been assessed as moderate in severity, possibly related to the study device and definitely related to the index procedure. The reported ae has resolved. (B)(6) 2017 - follow up appointment, ultrasound-guided aspiration was ordered. Per ultrasound large hernia without fluid. No aspiration attempted. The patient was diagnosed with recurrent abdominal wall hernia. Per the study clinician, the reported adverse event has been assessed as moderate, possibly related to the study device and possibly related to the index procedure. The outcome for this ae is reported as recovering/resolving.

Manufacturer narrative:
As reported, 10 days post-implant of the ventralight st mesh using echo ps, the patient was diagnosed with a seroma. The patient underwent an ultrasound at a subsequent appointment which noted no fluid; no aspiration needed. As reported, the ae is resolved. The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device and definitely related to the procedure, however, based on the information provided, no conclusion can be made. Seroma formation is a known inherent risk of surgery. The adverse reactions section of the instructions-for-use supplied with the device lists seroma as a possible complication. This MDR represents the ae of seroma. An additional MDR was submitted to represent the ae of hernia recurrence. Not returned - remains implanted.